Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported by the bwi representative they were not able to visualize the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while they were creating a map in the right atrium. They tried to reseed the cable and they exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium cable, but the issue persisted. The patches were all good and they had enough matrix. Then they noticed the hemostatic valve and the stopcock attached to it on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were both leaking. They exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the leaking was resolved and they were able to visualize the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium on the carto 3 system. They tested the replacement carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with both of the vizigo cables and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was working. Additional information received indicated that the leak was from the stop-cock valve exclusively and no other part of the sheath. As the physician removed a catheter from the sheath it was observed that air was entering the syringe upon aspiration of blood. Air did not enter the patient¿s body and the patient suffered no consequences. The sheath was removed and exchanged with a new one and the procedure continued with no other complications. We inspected the sheath and noticed leaking around the stop-cock valve while flushing the catheter. Blood loss was estimated at 10 ¿ 20cc, the approximate amount that fills the lumen of the sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported by the bwi representative they were not able to visualize the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium while they were creating a map in the right atrium. They tried to reseed the cable and they exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium cable, but the issue persisted. The patches were all good and they had enough matrix. Then they noticed the hemostatic valve and the stopcock attached to it on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium were both leaking. They exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the leaking was resolved and they were able to visualize the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium on the carto 3 system. They tested the replacement carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with both of the vizigo cables and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was working. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, electrical evaluation, and functional test of the returned catheter. Visual analysis of the returned sample revealed no problem with the carto vizigo sheath device. A magnetic test was performed in accordance with bwi procedures. The returned sample was connected to carto 3 system, the device was not recognized nor visualized; no error was displayed but electrodes were not visualized. Therefore, the connector cable was dissected in the middle from the connector to the handle. The resistance values were measured from the connector to the dissected area, with the result that the electrodes did not show a resistance value in the ohm meter. The cause of the broken electrical wire could not be determined. Additionally, an irrigation test was performed as per the bwi procedures, and the hemostatic valve area and found in good condition. However, a water leak was found in the 3-way stopcock valve (side port) due to a fissure that was observed during the test. The device manufacturer was notified about this failure mode of water leaking around the 3-way stopcock valve, and it was indicated the issue is deemed to be a manufacturing-related issue. An internal corrective action has been opened to investigate the issues related to the side port fissures. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) and manufacturing process problem identified (c16)/investigation conclusions: cause traced to manufacturing (d03)/component code: luer valve (g0413502) were selected as related to the issue of 3-way stopcock leak and identified fissure. Investigation findings: open circuit (c0205)/investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer reported device visualization issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported hemostatic valve leak. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 19-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).